Event description:
It was reported that the scale was inaccurate due to the shipping pins being left in preventing the litter from resting correctly on the load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the scale was inaccurate due to the shipping pins being left in preventing the litter from resting correctly on the load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.